Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that that a bd intima-ii¿ closed IV catheter system was cracked at y-connector before use.

Event description:
It was reported that that a bd intima-ii¿ closed IV catheter system was cracked at y-connector before use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141409. Our records show the reported lot was manufactured in june of 2018, and determined that this is the only instance of a damaged adapter occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: the sample provided by the facility was inspected for any non-conformances in the device's dimensions, the device's dimensions were ultimately found to be with the product's specifications. Root cause description: based on these results, the root cause for this complaint could not be determined. Rationale: bd will continue to track and trend for this issue.